Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a change reservoir alarm on the insulin pump. Customer stated that he called the customer hotline or his physician and was instructed to revert to a back up plan but did not do so. Customer went to a rodeo with insulin pump on and ended up with blood glucose of 20 mg/dl and passed out. Emergency medical service was called to assist the customer. Insulin pump replaced. No further information provided.